Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the starclose se clip was deployed in the left common femoral artery on (B)(6) 2016. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose se device after an interventional procedure. Reportedly, approximately one month after the closure procedure the patient felt a "foreign body" in the leg. The patient was re-hospitalized and the starclose se clip was observed under the subcutaneous tissue. There were no reported adverse patient sequelae. The starclose se clip was surgically removed. No additional information was provided.